Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander delivery system balloon ruptured during valve deployment. The ic tried to pull back the balloon through the e-sheath and met resistance. He decided to change out the e-sheath with a non-edwards sheath and then removed the commander delivery system and ruptured balloon. The patient was stable when they left the room. There was no damage noted to any other edwards device.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for balloon burst was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''commander delivery system balloon ruptured during valve deployment. The ic tried to pull back the balloon through the esheath and met resistance. He decided to change out the esheath with gore dry seal sheath and then removed the commander delivery system and ruptured balloon and there was an additional +2cc of volume used during deployment''. Device-related imagery showed the balloon was burst radially and longitudinally. Although the patient imagery report provided does not clearly show the presence of calcification due to the incomplete CT view, it is possible that calcification may have been present in the landing zone. Additionally, it was also noted that extra volume (+2cc) was added to the balloon prior to deployment. It is well-known that calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, using extra inflation volume (over-inflation) can expose the balloon to higher pressures, thereby increasing the risk of it bursting. As such, available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.